Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported by the customer that the insulin pump was alarmed battery out limit and that the display screen is frozen. Customer stated she went into the ocean while still wearing the device and now is unable to clear the alarms. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 178 mg/dl at time of reporting. Nothing further reported.